Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation ("perforation into other organs"), endometriosis ("endometriosis") and genital injury ("perforated ovary"). An ovary removal was required due to perforated ovary and endometriosis. Perforation into organ, endometriosis, major depression, mental impairment and liver injury are unanticipated according to reference safety information for essure whereas perforated ovary is listed. The exact nature of the perforation into other organs/ perforated ovary was not described and the exact time point and mechanism of these perforations was not specified. Despite the limited information, given the nature of theses events, causality with essure cannot be excluded. Endometriosis etiology is likely the combination of various factors. Several biological processes are thought to be involved in the predisposition of women to depression. She developed events after essure insertion; no information about family history or previous episodes was informed. Considering the pathophysiology of these events and the local effect of essure in the fallopian tubes, causality with essure was assessed as unrelated. Regarding mental impairment, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and this event was considered unrelated. For the event liver injury, considering its nature and given essure local action at fallopian tubes a causal relationship with the suspect insert is considered as unlikely. This case was regarded as incident because surgical procedure was required due to serious injury. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital injury ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function") and liver injury ("liver damage") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), major depression (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), uterine leiomyoma ("fibroid"), cyst ("cysts"), post-traumatic stress disorder ("ptsd") and panic disorder ("panic disorder"). The patient was treated with surgery (ovary removal). At the time of the report, the genital injury, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, post-traumatic stress disorder and panic disorder outcome was unknown. The reporter considered genital injury, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, post-traumatic stress disorder and panic disorder to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation ("perforation into other organs"), endometriosis ("endometriosis") and genital injury ("perforated ovary"). An ovary removal was required due to perforated ovary and endometriosis. Perforation into organ, endometriosis, major depression, mental impairment and liver injury are unanticipated according to reference safety information for essure whereas perforated ovary is listed. The exact nature of the perforation into other organs/ perforated ovary was not described and the exact time point and mechanism of these perforations was not specified. Despite the limited information, given the nature of theses events, causality with essure cannot be excluded. Endometriosis etiology is likely the combination of various factors. Several biological processes are thought to be involved in the predisposition of women to depression. She developed events after essure insertion; no information about family history or previous episodes was informed. Considering the pathophysiology of these events and the local effect of essure in the fallopian tubes, causality with essure was assessed as unrelated. Regarding mental impairment, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and this event was considered unrelated. For the event liver injury, considering its nature and given essure local action at fallopian tubes a causal relationship with the suspect insert is considered as unlikely. This case was regarded as incident because surgical procedure was required due to serious injury. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian rupture ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function"), liver injury ("liver damage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included carpal tunnel syndrome, polycystic ovarian syndrome, human papilloma virus infection, dysuria, hematuria, suprapubic pain, flank pain, fever chills, overweight and smoker. Concomitant products included metformin, phentermine, spironolactone and topiramate. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), major depression (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), uterine leiomyoma ("fibroid"), cyst ("cysts"), post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder"), diarrhoea ("gastrointestinal or digestive system condition type: severe, persistent diarrhea"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), back pain ("back pain"), rash ("rashes or skin conditions type: rash"), hypersensitivity ("rashes or skin conditions type: allergic reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("painful sexual intercourse") and depression ("psychological or psychiatric problems condition: depression/mdd"). The patient was treated with surgery (oophorectomy (one side removal of ovary)), surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ovary removal). Essure was removed on (B)(6)2013. At the time of the report, the ovarian rupture, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, post-traumatic stress disorder, panic disorder, diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, rash, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, liver injury, major depression, menorrhagia, mental impairment, migraine, nausea, ovarian rupture, panic disorder, perforation, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. 25jan2013:procedure: there were 3 coils noted on the left side. The right ostia was visualized and the second essure transducer was advanced under direct hysteroscopic vision into the patient's right ostia but resistance was meet despite multiple attempts and accurately identifying the tube. The hysteroscope, tenaculum and speculum were removed. The patient tolerated the procedure well and was taken back to her room. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new events: diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, rash, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, dyspareunia, depression were added. Reporter, patient demographic information, concomitant medication, product start date, stop date updated. Product batch number added. On (B)(6)2018: mr received: reporter, other relevant history updated. On (B)(6)2018: mr received: reporter, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), ovarian rupture ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function"), liver injury ("liver damage"), genital haemorrhage ("abnormal bleeding (general)") and incontinence ("incontinence") in a 35-year-old female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the transducer into the left fallopian tube, couldn't thread the transducer through the right fallopian tube despite many attempts". The patient's medical history included multiparous. Result- unilateral occlusion (left tube occluded) . Only one fallopian tube was closed because only one essure coil was successfully placed. Right fallopian tube had free spillage into the peritoneal cavity. Previously administered products included for prevent pregnancy: iud nos in 2010. Concurrent conditions included carpal tunnel syndrome, polycystic ovarian syndrome, human papilloma virus infection, dysuria, hematuria, suprapubic pain, flank pain, fever chills, overweight, smoker, human papilloma virus infection and uterine fibroids. Concomitant products included amitriptyline, amoxicillin since (B)(6)2017, duloxetine hydrochloride (cymbalta), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), fluoxetine hydrochloride (prozac) since 2016, ibuprofen since (B)(6)2017, lisinopril, metformin since 2013, phentermine since 2013, spironolactone since 2010, topiramate, tramadol since (B)(6)2017, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien) since 2016. In (B)(6)2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and incontinence (seriousness criterion medically significant). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("severe menstrual flow/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramps"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced back pain ("back pain/pain: back"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fatigue ("fatigue"), dyspareunia ("painful sexual intercourse"), mood altered ("moodiness"), night sweats ("night sweats"), vulvovaginal mycotic infection ("yeast infections") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced toothache ("lot of pain in my teeth") and tooth loss ("dental problems: lost several teeth. I need dentures but cannot afford them right now"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced major depression (seriousness criterion medically significant), panic disorder ("panic disorder") and anxiety ("anxiety"). In 2016, the patient experienced post-traumatic stress disorder ("ptsd") and depression ("psychological or psychiatric problems condition: depression/mdd"). In (B)(6)2017, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: severe, persistent diarrhea") and nausea ("nausea/I threw up everyday for almost a year"). In (B)(6)2017, the patient experienced dermatitis allergic ("rashes or skin conditions type: allergic reaction") with rash generalised. In (B)(6)2017, the patient experienced alopecia ("hair loss/hair has gotten a lot thinner and my hairline is receding"). On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), cyst ("cysts") and complication of device insertion ("the right side was never implanted") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (oophorectomy (one side removal of ovary), salpingectomy (one side removal of fallopian tube), bladder sling surgery and ovary removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, ovarian rupture, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, panic disorder, diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, fatigue, weight increased, dyspareunia, depression, mood altered, night sweats, vaginal haemorrhage, vulvovaginal mycotic infection, alopecia, tooth loss, female sexual dysfunction, incontinence and complication of device insertion outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, cyst, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, liver injury, major depression, menorrhagia, mental impairment, migraine, mood altered, nausea, night sweats, ovarian rupture, panic disorder, pelvic infection, perforation, post-traumatic stress disorder, tooth loss, toothache, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. (B)(6)2013:procedure (mr): there were 3 coils noted on the left side. The right ostia was visualized and the second essure transducer was advanced under direct hysteroscopic vision into the patient's right ostia but resistance was meet despite multiple attempts and accurately identifying the tube. The hysteroscope, tenaculum and speculum were removed. The patient tolerated the procedure well and was taken back to her room. According to plaintiff: complications or problems that occurred at the time of your essure placement procedure: was only able to place the left essure coil in the fallopian tube. But even then had difficulty inserting the transducer into the left fallopian tube. Couldn't thread the transducer through the right fallopian tube despite many attempts on (B)(6)2013. I went back to get the right side essure coil placed: however. Again. Resistance was met at 1 cm into the tube and despite multiple manipulations. The device could not be threaded into the right fallopian tube on (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received. Events added: incontinence, the right side was never implanted. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian rupture ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function"), liver injury ("liver damage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the transducer into the left fallopian tube, couldn't thread the transducer through the right fallopian tube despite many attempts". The patient's past medical history included multiparous. Concurrent conditions included carpal tunnel syndrome, polycystic ovarian syndrome, human papilloma virus infection, dysuria, hematuria, suprapubic pain, flank pain, fever chills, overweight and smoker. Concomitant products included amitriptyline, amoxicillin since october 2017, duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) since 2016, ibuprofen since october 2017, metformin, phentermine, spironolactone, topiramate, tramadol since october 2017, venlafaxine (effexor) and zolpidem tartrate (ambien) since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("painful sexual intercourse"). In 2016, the patient experienced post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder") and depression ("psychological or psychiatric problems condition: depression/mdd"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), major depression (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), uterine leiomyoma ("fibroid"), cyst ("cysts"), diarrhoea ("gastrointestinal or digestive system condition type: severe, persistent diarrhea"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), back pain ("back pain"), rash ("rashes or skin conditions type: rash"), dermatitis allergic ("rashes or skin conditions type: allergic reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary)), surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ovary removal). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian rupture, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, panic disorder, diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, rash, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, dyspareunia and depression outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, liver injury, major depression, menorrhagia, mental impairment, migraine, nausea, ovarian rupture, panic disorder, perforation, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. (B)(6) 2013:procedure: there were 3 coils noted on the left side. The right ostia was visualized and the second essure transducer was advanced under direct hysteroscopic vision into the patient's right ostia but resistance was meet despite multiple attempts and accurately identifying the tube. The hysteroscope, tenaculum and speculum were removed. The patient tolerated the procedure well and was taken back to her room. Complications or problems that occurred at the time of your essure placement procedure and it was only able to place the left essure coil in the fallopian tube. But even then had difficulty inserting the transducer into the left fallopian tube. Couldn't thread the transducer through the right fallopian tube despite many attempts. Date received: 25jan2013 information received: I went back to get the right side essure coil placed: however. Again. Resistance was met at 1 cm into the tube and despite multiple manipulations. The device could not be threaded into the right fallopian tube. Date received: 01feb2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-apr-2013: unilateral occlusion (left tube occluded) result- unilateral occlusion (left tube occluded) . Only one fallopian tube was closed because only one essure coil was successfully placed. Right fallopian tube had free spillage into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), ovarian rupture ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function"), liver injury ("liver damage") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the transducer into the left fallopian tube, couldn't thread the transducer through the right fallopian tube despite many attempts". The patient's past medical history included multiparous. Previously administered products included for prevent pregnancy: iud nos in 2010. Concurrent conditions included carpal tunnel syndrome, polycystic ovarian syndrome, human papilloma virus infection, dysuria, hematuria, suprapubic pain, flank pain, fever chills, overweight, smoker, human papilloma virus infection and uterine fibroids. Concomitant products included amitriptyline, amoxicillin since (B)(6) 2017, duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) since 2016, ibuprofen since (B)(6) 2017, lisinopril, metformin since 2013, phentermine since 2013, spironolactone since 2010, topiramate, tramadol since (B)(6) 2017, venlafaxine (effexor) and zolpidem tartrate (ambien) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced menorrhagia ("severe menstrual flow/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramps"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced back pain ("back pain/pain: back"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("painful sexual intercourse"), mood altered ("moodiness"), night sweats ("night sweats"), vulvovaginal mycotic infection ("yeast infections") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced toothache ("lot of pain in my teeth") and tooth loss ("dental problems: lost several teeth. I need dentures but cannot afford them right now"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced major depression (seriousness criterion medically significant), panic disorder ("panic disorder") and anxiety ("anxiety"). In 2016, the patient experienced post-traumatic stress disorder ("ptsd") and depression ("psychological or psychiatric problems condition: depression/mdd"). In (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: severe, persistent diarrhea") and nausea ("nausea/I threw up everyday for almost a year"). In (B)(6) 2017, the patient experienced dermatitis allergic ("rashes or skin conditions type: allergic reaction") with rash generalised. In (B)(6) 2017, the patient experienced alopecia ("hair loss/hair has gotten a lot thinner and my hairline is receding"). On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), uterine leiomyoma ("fibroid") and cyst ("cysts"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (oophorectomy (one side removal of ovary)),. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, ovarian rupture, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, panic disorder, diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, fatigue, weight increased, dyspareunia, depression, mood altered, night sweats, vaginal haemorrhage, vulvovaginal mycotic infection, alopecia, tooth loss and female sexual dysfunction outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, cyst, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, liver injury, major depression, menorrhagia, mental impairment, migraine, mood altered, nausea, night sweats, ovarian rupture, panic disorder, pelvic infection, perforation, post-traumatic stress disorder, tooth loss, toothache, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. (B)(6) 2013:procedure (mr): there were 3 coils noted on the left side. The right ostia was visualized and the second essure transducer was advanced under direct hysteroscopic vision into the patient's right ostia but resistance was meet despite multiple attempts and accurately identifying the tube. The hysteroscope, tenaculum and speculum were removed. The patient tolerated the procedure well and was taken back to her room. According to plaintiff: complications or problems that occurred at the time of your essure placement procedure: was only able to place the left essure coil in the fallopian tube. But even then had difficulty inserting the transducer into the left fallopian tube. Couldn't thread the transducer through the right fallopian tube despite many attempts on (B)(6) 2013 I went back to get the right side essure coil placed: however. Again. Resistance was met at 1 cm into the tube and despite multiple manipulations. The device could not be threaded into the right fallopian tube on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) result- unilateral occlusion (left tube occluded) . Only one fallopian tube was closed because only one essure coil was successfully placed. Right fallopian tube had free spillage into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: reporter information was added. This case concerns 35 year old patient. Her concurrent condition and historical medication was added. Per plaintiff sheet following events: infection: pelvic, moodiness, night sweats, abnormal bleeding (vaginal), yeast infections, hair loss/hair has gotten a lot thinner and my hairline is receding, dental problems: lost several teeth. I need dentures but cannot afford them right now. Also have lot of pain in my teeth, generalized rash (previously reported as rash) and apareunia (inability to have sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian rupture ("perforated ovary"), perforation ("perforation into other organs"), endometriosis ("endometriosis"), major depression ("mdd"), mental impairment ("deteriorated mental function"), liver injury ("liver damage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the transducer into the left fallopian tube, couldn't thread the transducer through the right fallopian tube despite many attempts". The patient's past medical history included multiparous. Concurrent conditions included carpal tunnel syndrome, polycystic ovarian syndrome, human papilloma virus infection, dysuria, hematuria, suprapubic pain, flank pain, fever chills, overweight and smoker. Concomitant products included amitriptyline, amoxicillin since (B)(6) 2017, duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) since 2016, ibuprofen since (B)(6) 2017, metformin, phentermine, spironolactone, topiramate, tramadol since (B)(6) 2017, venlafaxine (effexor) and zolpidem tartrate (ambien) since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue") and dyspareunia ("painful sexual intercourse"). In 2016, the patient experienced post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder") and depression ("psychological or psychiatric problems condition: depression/mdd"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced ovarian rupture (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), major depression (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), uterine leiomyoma ("fibroid"), cyst ("cysts"), diarrhoea ("gastrointestinal or digestive system condition type: severe, persistent diarrhea"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), back pain ("back pain"), rash ("rashes or skin conditions type: rash"), dermatitis allergic ("rashes or skin conditions type: allergic reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary)), surgery (salpingectomy (one side removal of fallopian tube)) and surgery (ovary removal). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian rupture, perforation, endometriosis, major depression, mental impairment, liver injury, vaginal infection, vaginal discharge, abdominal pain upper, menorrhagia, dysmenorrhoea, uterine leiomyoma, cyst, panic disorder, diarrhoea, genital haemorrhage, urinary tract infection, anxiety, back pain, rash, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, dyspareunia and depression outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, cyst, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, liver injury, major depression, menorrhagia, mental impairment, migraine, nausea, ovarian rupture, panic disorder, perforation, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. (B)(6) 2013: procedure: there were 3 coils noted on the left side. The right ostia was visualized and the second essure transducer was advanced under direct hysteroscopic vision into the patient's right ostia but resistance was meet despite multiple attempts and accurately identifying the tube. The hysteroscope, tenaculum and speculum were removed. The patient tolerated the procedure well and was taken back to her room. Complications or problems that occurred at the time of your essure placement procedure and it was only able to place the left essure coil in the fallopian tube. But even then had difficulty inserting the transducer into the left fallopian tube. Couldn't thread the transducer through the right fallopian tube despite many attempts. Date received: 25jan2013. Information received: I went back to get the right side essure coil placed: however. Again. Resistance was met at 1 cm into the tube and despite multiple manipulations. The device could not be threaded into the right fallopian tube. Date received: 01feb2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) result- unilateral occlusion (left tube occluded) . Only one fallopian tube was closed because only one essure coil was successfully placed. Right fallopian tube had free spillage into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received: reporters details added. Event added as difficulty inserting the transducer into the left fallopian tube/couldn't thread the transducer through the right fallopian tube despite many attempts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.